Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for(B)(6) was performed from the date of manufacture, 09-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main drawer 5.2 pockets kept opening up. The field service engineer (fse) removed and replaced two of eight half height (hh) cubie drawers in the station and also removed and replaced eight legacy hh cubie drawers due to multiple issues and bad spots identified on the moabs (multi operation avionics boards). Due to continued moab related issues, the legacy hh drawers were replaced, and the retractor and controller were also removed and replaced. After completion of the repairs, the drawer was tested in both the application and the hardware test application, and it was confirmed to be functioning properly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 5.2 all pockets keep opening and customer tried to recover but issuue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.